Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 417 mg/dl at the time of incident. The current blood glucose level is 189 mg/dl. Customer's other blood glucose level 148 mg/dl, 348 mg/dl, 373 mg/dl, 128 mg/dl. The customer treated high blood glucose with insulin pump. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer¿s report customer does allege under delivery. The customer was wearing the insulin pump when high blood glucose event was reported. Customer performed self-test and displacement test and it passed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery or occlusion alarm noted.